Event description:
Reference MFR. Report # 3006705815-2019-01853.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report # 3006705815-2019-01853. It was reported the patient's leads had migrated following a fall. The issue was confirmed via fluoroscopy. Surgical intervention was undertaken on (B)(6) 2019 during which the existing leads were explanted and replaced.